Manufacturer narrative:
Sheath liner tears have been previously investigated by edwards and documented in technical summary. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of (B)(4) patient complaint events for sheath liner tear were identified. · (B)(4) devices showed no evidence of a manufacturing non-conformance. ·(B)(4) complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary. · scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear. (B)(4) exhibited at least two of the contributing patient factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity; scratches/kinks: (B)(4); calcification/scratches/kinks: (B)(4); calcification/scratches/kinks/tortuosity: (B)(4). Based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. According[nl1] to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr sheath is 5.5mm. The patient¿s access vessel minimum luminal diameter (mld) measured 4.8mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that the less than adequate mld in combination with the heavily calcified vessel and the moderate tortuosity caused or contributed to the dissection. In addition, the loss of guidewire position but proceeding with advancement of the delivery system contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Perforation or dissection of the vessel is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral procedure, during advancement of a 26mm sapien valve and commander delivery system into the esheath loss of wire occurred. An attempt was made to advance the delivery system and it was noted that the delivery system was ¿coming out of the esheath¿. As reported, the iliac artery was heavily calcified and the physician ballooned the iliac artery for approximately an hour prior to insertion of the 14fr esheath. The loader cap was inserted into the esheath, the wire was across the native valve and the delivery system was inserted into the esheath. During advancement the wire had ¿popped out¿, and was not across the annulus. A decision was made to attempt to advance the delivery system even though wire position wasn¿t in place and approximately half way up into the sheath, the physician could not ¿make the turn¿ and the delivery system was ¿coming out of the esheath¿. The valve was caught on the sheath. A decision was made to remove the esheath and delivery system/valve as a unit. A second 14fr esheath and delivery system were introduced and the valve was successfully deployed. The 2nd esheath and delivery system were removed and a tear in the iliac artery was observed. An occlusion balloon was inserted into the artery and a stent was placed to repair the iliac artery tear. The patient is stable. The 1st esheath and delivery system/valve were discarded in a biohazard bag. Per report, the team was aware that a transfemoral procedure would be difficult for this patient as a small mld and heavily calcified iliac was observed. A surgeon was present in case if they decided to perform a transapical approach. The patient¿s access vessel minimum luminal diameter (mld) measured 4.8mm. The vessel was heavily calcified and was moderately tortuous.